Event description:
It was reported that a patient underwent a spinal surgery and a procedure on the spinal nerves on (B)(6) 2012 and a topical skin adhesive was used on the harvested left ilium bone and then spread with the surgeon's hand with a surgical glove. On (B)(6) 2012, the patient developed inflammation, felt itchy and exudate was coming out from the harvested left ilium bone site. The exudate was cultured and the result was negative. The wound site was opened and irrigated then geben cream was applied and gauze was placed. Antibiotics were prescribed on (B)(6) 2012. A drain was placed on (B)(6) 2012. The surgeon opined that the patient developed a reaction to the topical skin adhesive. The patient is currently in stable condition.

Manufacturer narrative:
(B)(4). Conclusion: representative samples from the possible lot numbers of the actual device were returned for evaluation. The devices were evaluated to determine if any damage, defects, or anomalies were present. Visual inspections of the samples did not show any damage. The ampoules were not broken. The formulation inside the vial did not show any anomaly. No signs of foreign matter or premature polymerization were found. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion - purity testing was performed on the following possible batches and the batches met specification. Batch cpb756, batch dbp137, batch dcb378, batch dce280, batch dep217, batch der383, batch dgb251, batch dgp388, batch dhe373, batch dkp265.

Manufacturer narrative:
(B)(4) exudate, inflammation. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch clb903, batch cpb756, batch dab513, batch dbp137, batch dcb378, batch dce280, batch dep217, batch der383, batch dgb251, batch dgp388, batch dhe373, batch dkp265 . This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-01206 and 2210968-2012-01207. The same patient is represented in each medwatch.